Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an autofill error. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and during inspection of the unit, the stm found error 37 fill fail- dead volume calc. The stm stated that this error can be caused by a kinked catheter extender (autofill related). Subsequently completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an autofill error. There was no harm, or injury to the patient, and no adverse event was reported.